Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, after inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. No patient complications were reported.